Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device froze due to application issues. A technical support specialist repaired the med application, changed power and network configurations on the system to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system froze continuously and updated during working hours, delaying patient care for about 1-2 hours. The names of the medications were unknown and stated to be very acute as this occurred after surgery. The customer confirmed that there was no harm reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-jun-2022 to 17- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device froze due to application issues. A technical support specialist repaired the med application, changed the speed and duplex of the network to 100mbps half-duplex, also disable the power saving od the usbs under device manager to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that the pyxis medstation es system froze continuously and updated during working hours, delaying patient care for about 1-2 hours. The names of the medications were unknown and stated to be very acute as this occurred after surgery. The customer confirmed that there was no harm reported based on this incident.